Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident grounding pad was not returned to covidien for evaluation. He e7506 patient return electrode is not recommended for use in ablation procedures. The instructions for use (IFU) for these return electrodes contains a warning that their use in non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported that blistering and light redness was found at the grounding pad on the lower left flank site two hours after the procedure. Only one pad was used during the procedure with a smart-ablate generator. Silvadine and dressing applied to the area. The patient is currently fine.